Event description:
We received a report regarding a patient who had an intraocular lens (iol) removed and replaced with a lens of a different size. The procedure occurred on the same day but required the initial incision to be enlarged to remove the iol. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating that an anterior chamber lens was placed after removal and exchange of the original intraocular lens. Follow-up information was received stating that the physician's name is dr (B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Corrected date of this report is (B)(4) 2012. Corrected date received by manufacturer is (B)(4) 2012. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing site for an evaluation. The explanted lens was inspected under microscopic view at 10x magnification which is the normal inspection method tool used during the manufacture process. A visual inspection revealed surface residuals (fibers, particles) on the lens surface which were compatible with the implant and explant process of the lens. The intraocular lens was received with several cuts along and within the edge of the lens. The portion of edgecut was not received with the rest of the explanted lens. The sample's condition did not suggest a manufacturing related issue; but rather related to the explant process. No other unacceptable cosmetic defects were found in the explanted returned lens. All pertinent information available to abbott medical optics has been submitted.